Event description:
A consumer reported that his mother appled fixodent denture adhesive, extra hold powder for the first time to her new lower denture in 2006 and within forty mins to an hr of the application she was having an allergic reaction to something that was in the product. He reported that his mother was having "like" an anaphylactic reaction including symptoms of swelling, red, puffy,and trouble breathng. His mother reported that it was the morning routine that day; she applied fixodent to her newr lower denture "because it was kind of floaty" at approx 10:00 and was sitting, knitting while watching a movie. She stated that she felt her face getting hotter and hotter and burning and almost like a niacin rush at first and then hte symptoms started spreading to her arms, when she looked, her arms were red so she went tot he mirror and discovered that her face was all red and puffy, she was itching and burning. She telephoneed her physician's office how recommended that she take a benadryl if she had one and then go to the emergency room. She took the benadryl and her symptoms improved. She stated that she wanted to avoid the long wait in the emergency room but she called her son in case she did have to go and was try8ing to assess what was happening to her. She mentioned that she had an upper denture but never had to use any kind of glue on it; this morning was the first time she had ever used anything like fixodent. Past med history included allergy-none reported, drug allergy-"sulfa drug and I don't get along very well", med history-denture wearer. No further info was provided. The next day, drug and poisin info ctr follow-up phone call: the consumer reported that his mother was fine after taking benadryl.